Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the device locked during use and could not be opened. The device was removed from pt tissue w/o injury. No further info as to how the device was removed was made available by the site.